Event description:
The user placed a cook endoscopy percutaneous endoscopic gastrotomy set. After placement, the feeding tube reportedly pulled out, resulting in leakage, infection and frequent changes. The feeding tube was removed and another was placed. A foreign object did not have to be retrieved from the pt. The pt did not experience any other adverse effects other than what is described above. No add'l medical procedures were required due to this occurrence.

Manufacturer narrative:
This report is the fifth of five (5) reports provided to cook endoscopy on 7/1/08 from the same user facility. The date of these occurrences is unk. However, the initial reporter estimated these five events to have occurred over a 60 day time period. When add'l info was requested regarding the exact nature of these five occurrences, the physician indicated the tubes pull out too easily, resulting in leakage, infection and frequent changes. The initial reporter indicated the pts all came to the hospital from nursing homes. The initial reporter indicated 4 to 5 pts have been seen with one or more of the above mentioned problems, but the initial reporter could not specify which pts experienced which problem(s). Out of an abundance of caution and because internal leakage/infection is considered a serious adverse event, five (5) medwatch reports have been provided to FDA in response to this report. Reference medwatch manufacturer report numbers: 1037905-2008-00097, 00098, 00099, 00100, and 00101. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the feeding tube was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: potential complications associated with placement and use of a peg tube are listed in the instructions for use for this product. The potential complications include but are not limited to: tube dislodgement or migration as well as peristomal wound infection. The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause premature removal, fatigue, or failure of the feeding tube. The instructions for use direct the user to secure the twist lock around the bolster collar, being careful not to crimp it. The instructions for use contain the following statement: "use the twist lock to secure the bolster to the tube. This will help to prevent future migration of the tube and reduce the need to constantly reposition or pull on the tube." The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the pt's chart and on the pt info sheet in the pt care manual (the pt care manual enclosed in the kit is intended as a reference for the caregivers of the pt). The instructions for use inform the user that it is essential for the pt care manual to accompany the pt and be explained to all people responsible for the care of the pt. The pt care manual instructs the caregiver to make note of the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position. This activity will assist the caregiver in determining if the tube has migrated. If these directions are not followed, this could lead to tube migration. If medication and/or nutrition are administered through the feeding tube after tube migration occurs,this can cause leakage and result in infection, as reported. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action is warranted at this time because this report was unable to be verified and this type of occurrence involves a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.